Event description:
It was reported that the patient was feeling an electrical shock/surge at night. This started after she had put new speech cortet electrical equipment in her room. The patient was within three feet of this equipment and the computer. The report indicated that the surges were not painful. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.